Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during the removal of bladder stones procedure the patient experienced a heart rate drop to 30 beats per minute (bpm) (bradycardia) as the implantable pulse generator (ipg) "dropped off" and the ipg was "turned back on". The ipg was reprogrammed remains in use. No further patient complications have been reported as a result of this event.